Event description:
New information received: nurse called to report that noise was reproduced on the ra lead with arm movements when crossed over the chest but patient was asymptomatic. Suggested programming changes were not made and physician decided to continue to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic, atrial lead noise was observed with pocket manipulation and arm movement. Atrial pacing lead impedance and capture tested normal. Patient was asymptomatic. Programming changes were recommended. No further information available. Patient was fine after the check.